Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient stopped charging and their ipg became inoperable. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted, but the lead was left implanted. That is all the information that is known at this time.